Manufacturer narrative:
The complaint of a break in the catheter is confirmed. Gross and microscopic examination of the complaint sample reveal a complete break in the quadraflex catheter material. Magnified views of the break site shows an irregular edge with a broken and rough veneer over approximately one-half of the circumference of the distal edge. These traits indicate the damage is a result of break in the tubing. The distal orifice is slightly compressed. It is possible the break manifested itself after the catheter was partially perforated or cut by the introducer needle. The mechanism of the break in the tubing is undetermined. Although a complete break in the catheter was confirmed, the complete catheter including the tapered tip was not returned for evaluation. This prevents reaching a definitive conclusion for the cause of the complaint incident. The product instructions for use (IFU) provide written and illustrated information on proper placement techniques and to avoid circumstances that could jeopardize the functionality of the catheter. A lot history review (lhr) of reya 1451 showed no other similar product complaint(s) from this lot number.

Event description:
While attempting to insert the line, had positive blood return confirming placement, but while retracting the unit resistance. A portion of the catheter broke off right at the insertion site leaving a piece of the catheter in the patient. Removed the catheter from the patient by pinching around it.